Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2008 the patient was diagnosed with vaginal vault prolapse, stress urinary incontinence and underwent a laparoscopic abd sacrocolpopexy with implant of a bard/davol flat mesh, laparoscopic burch procedure and cystourethroscopy. Per the operative report details, "a piece of gore-tex (davol reconix) graft material, 1 mm thick, 4 cm wide and 10 cm long was inserted into the peritoneal cavity and the distal end of the graft was sutured to the posterior apex of the vagina with 8 sutures. The proximal portion of the graft was tacked to the sacral promontory with pro tacker." Attorney alleges unspecified adverse patient outcomes associated with use of device.